Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated and the bearing was missing the required lubrication. If lubrication is not present, heat will be generated among rotating components.

Event description:
It was reported that during a routine equipment eval conducted by the MFR's sales rep, a drill heated up. This event did not occur during a surgical procedure, there was no pt involvement, no user injury reported, and no adverse consequences alleged.